Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: (B)(4) received: 04/12/2017 mfg. Date: 08/02/2016. (B)(4) received: 04/12/2017 mfg. Date: 06/27/2016. (B)(4) received: 04/12/2017 mfg. Date: 06/22/2016. (B)(4) received: 4/12/2017 mfg. Date: 03/08/2016. It was reported that the controller was switching to another battery although the battery in use was fully charged.  The controller and four (4) batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the units passed visual examination and functional testing. An attempt was made to replicate the power switching issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller ((B)(4)) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involved (B)(4). Log file analysis also revealed a premature power switching event due to a communication error involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been opened to evaluate the momentary disconnections and communication errors between the controller and batteries and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note: due to (B)(4) regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. (B)(4) - battery / catalog number 1650de / expiration date 31aug2017. Device available for evaluation: no. No, not returned to manufacturer. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 30jun2017. Device available for evaluation: no. No, not returned to manufacturer. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 30jun2017. Device available for evaluation: no. No, not returned to manufacturer labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 31mar2017. Device available for evaluation: no. No, not returned to manufacturer. Labeled for single use: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller was switching power sources although battery was fully charged. The controller and four batteries were exchanged without any reported patient impact or consequences. No further information was provided.